Event description:
Procedure type: nissen. According to the rptr: the needle of the endostitch would not toggle appropriately and caused a small hole in the stomach. This was repaired laparoscopically. A new endostitch was brought into the surgical field and the new device malfunctioned in the same manner. A second tear was repaired as well.

Manufacturer narrative:
(B)(4).